Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 21:06:59. During night drain cycle one, the patient's ultrafiltration reading was 573ml, indicating the home patient drained 573ml more than their maximum programmed fill volume of 900ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code 3372. The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an increased intra peritoneal volume event was verified through an event history log review. The root cause could not be identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.